Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the grippers could not be raised. If this were to recur in the anatomy, there is potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), the grippers could not be raised; thus, the cds was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system was returned for evaluation. The reported gripper actuation issue was confirmed via returned device analysis. The investigation concluded that the reported gripper actuation issue was related to the observed gripper line break; however, a definitive cause for the gripper line break could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.